Event description:
Reportedly, during pt use, the ventilator shut down and could not be powered up. The unit's display went dark but the audible alarms remained on. The pt was manually transferred while being transferred to another ventilator. There were no adverse pt effects were reported.

Manufacturer narrative:
Though requested, pt info was not provided.